Event description:
In 2008, the pt underwent treatment for an abdominal aortic aneurysm, and was implanted with gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was deployed, but had dropped approximately 2 cm below the renal artery during deployment, and a type I endoleak existed. An aortic extender component was implanted proximally, but did not alleviate the endoleak. The procedure was concluded at this time with plans to bring the pt back for a computed tomography (CT) scan to determine the origin of the endoleak. At approximately 3 months later, the pt underwent a reintervention for repair of a type I endoleak. An aortic extender component was placed; however, the endoleak still persisted, and two add'l aortic extenders were implanted. The endoleak was resolved. The pt tolerated the procedure well.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs. Type I endoleak. In the gore excluder aaa endoprosthesis instructions for use, under potential device of procedure related adverse events it states adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Endoprosthesis: improper component placement; additionally the IFU states: incorrect deployment or migration of the endoprosthesis may require surgical intervention. Add'l devices implanted in this pt include: pxc181000/06004851. Pxa260300/05970867.